Event description:
This report is being filed after the subsequent review of the following journal article: brosset, t., pasquier, g., migaud, h., gougeon, f., (2011), opening wedge high tibial osteotomy performed without filling the defect but with locking plate fixation (tomofixtm) and early weight-bearing: prospective evaluation of bone union, precision and maintenance of correction in 51 cases, orthopaedics & traumatology: surgery & research, 97, 705-711. A medial opening wedge high tibial osteotomy, where the osteotomy site is filled, is often preferred to a lateral closing osteotomy, but filling the defect can lead to certain complications. A medial opening high tibial osteotomy can be performed without filling the bone defect if fixation is carried out with a specially-designed stiff locking plate. This prospective study of fifty-one patients with an average age of fifty-three years was recruited from june 2003 to june 2005. The average follow up time was twenty-four months. The complication is a non-union for a (B)(6) female patient. This is report 2 of 3 for (B)(4). This complaint involves an unknown tomofix device.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Brosset, t., pasquier, g., migaud, h., gougeon, f., (2011), opening wedge high tibial osteotomy performed without filling the defect but with locking plate fixation (tomofixtm) and early weight-bearing: prospective evaluation of bone union, precision and maintenance of correction in 51 cases, orthopaedics & traumatology: surgery & research, 97, 705-711. This report is for an unknown tomofix. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.